Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was re-implanted with another cochlear device. The recipient's device will not return to advanced bionics for analysis.

Manufacturer narrative:
Correction information: section b.3, d.6b. Additional information: section d.4, h.4, h.6. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. Additional information regarding recipient status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.